Event description:
It was reported that the patient is deceased. The right ventricular (rv) lead was noted to have triggered a lead integrity alert (lia) due to two or more high rate-non sustained episodes and sensing integrity counter (sic). It was also alleged that the right ventricular (rv) lead exhibited undersensing of ventricular fibrillation (vf). Technical services agent review indicated that the patient had an agonal rhythm, no signs of lead integrity issue, and all the patients¿ episodes occurred on the same day. Additionally, there were noted variable r wave amplitudes in the patient's agonal rhythm and inconsistencies in the patient's sharpness of the signals, possibly associated with the rv lead undersensing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.